Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus india, omsc surmised there was the possibility this phenomenon was attributed to the printed circuit board failure due to the components accidental failure on its printed circuit board of the subject device, since it has been passed about 3 years since manufacturing the subject device. And the printed circuit board controls the front panel. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Olympus (B)(4) found the printed circuit board failure of the subject device and the printed circuit board failure made the no working of the front panel. The subject device has not been returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the front panel of the subject device was not worked. There was no report of patient injury associated with the event.